Manufacturer narrative:
Catheter model 8709 serial# (B)(4) implanted: (B)(6) 2006 explanted: unk; catheter model 8598 serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2012; catheter model 8596 serial# (B)(4) implanted: (B)(6) 2006 explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Event description:
It was reported that the patient had a routine pump replacement due to normal battery depletion; eol. It was indicated there were "no reported therapy issues prior to this replacement." The patient did not experience signs/symptoms of withdrawal. It was noted that the residual volumes of medication from refills were within the expected limits; no volume discrepancies. The hcp accessed the catheter at the lumbar site after disconnecting from the pump. It was noted that when hcp disconnected proximal catheter from pump there was "no retrograde flow of cerebrospinal fluid (csf)." Hcp disconnected the "two piece catheter at spinal segment with no retrograde flow csf from distal segment." It was indicated that they explanted "both segments catheter and replaced with one piece catheter." When the surgeon disconnected the existing catheter from the existing pump, the decision was made by the managing physician to restart the daily infusion rate at 96mcg/day simple continuous infusion. The patient was admitted into the hospital and was slowly titrated up to an infusion rate of 300mcg/day by the time he was signed off the rehabilitative services on (B)(6). After the pump and catheter was implanted on the (B)(6) and during his stay in the hospital the patient did exhibit increased tone and sustained ankle clonus but by the time he was titrated up to his infusion rate of 300mcg/day his spasticity was well controlled. It was noted that there was no injury. Patient status was noted as recovered without sequela. The pump was delivering gablofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Incomplete catheters (serial # (B)(4)) were received in segments for analysis. Analsyis of the same revealed no anomaly, acceptable catheter testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.